Event description:
It was reported post scs trial procedure, the pt experienced a severe headache and pain. The pt is reported to have a history of migraine headaches. However, the pt indicate this pain and sensation was different from her usual headaches. The pt was advised to present to the emergency room to address the issue. The pt reported to have excellent stimulation coverage as desired. No further info is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.